Event description:
It was reported that the device system under-infused. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomailies. No evidence was present in the event history logs. Functional testing was performed, and the reported issue was unable to be replicated; three different accuracy tests were within specification. The root cause could not be determined as no problems were found with the fluid delivery of the pump; however, the most probably cause was use error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.